Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The manual switch was totally functional and worked without any issue noted during functional test. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch: r5ar01. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during the endoscopic resection of low rectal cancer surgery, could not fire farther when severing rectum tissue. The staples were malformed with straight leg. The knife reverse button did not work, used manual override lever to return the blade. Changed the new device to complete surgery. There was no patient consequence reported. No additional information can be provided.